Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a time and date issue with the pump. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on investigation, the alleged time/date issue was duplicated. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Timekeeping accuracy was within specifications. Review of black box data did not find any time/date related issues. During evaluation, the pump would not retain the user programmed time/date settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display screen was found to be dim with a reddish contrast. (B)(4).